Event description:
The patient reported that in 2007, his infusion sets are causing his insulin infusion device to occlude during a bolus or basal delivery. He stated that when he changed the infusion set the issue would be resolved but that it has reoccurred 3 times. The patient said on the day before, he received an occlusion error message and his blood glucose rose to 360 mg/dl with his normal range being 80-120 mg/dl. He stated that he had no physical symptoms and he corrected hs blood glucose levels by changing the infusion set and giving himself an injection of insulin. Troubleshooting did not find any issues with the product and the issue was not duplicated during the call. On follow up, the patient stated he was back to his normal blood glucose range for three days in 2007 with no further occlusions. The patient did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.